Event description:
Reportedly, pt expired due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration are unk. No further info regarding this pt was received. Info learned through ipr.

Manufacturer narrative:
Device not returned.